Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The meter was returned and investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Blank screen was not observed. The complaint was not confirmed.

Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported that on (B)(6) 2015 at approximately 1:30 p.m., he began to experience feeling tired and almost falling asleep, in addition to frequent urination. Customer self-presented to a local va hospital to have his blood glucose checked (unspecified result), was diagnosed with hyperglycemia, and administered an injection of insulin. There was no report of death or permanent impairment associated with this event.